Event description:
The customer stated that they were riding the unit to their son's house. The customer was traveling at a fairly quick pace when the customer hit what the customer called "a big dip in the road." This caused the customer to fall from unit and as a result sustained a broken shoulder. The customer was hospitalized, treated and released.